Event description:
Reporter indicated that the pt was experiencing pain at the chest site. The physician suspected that the generator had migrated. Diagnostic testing showed the device to be functioning properly. Further follow up with the site revealed that the pain only occurred when the pt's generator was palpated. X-rays were sent to the manufacturer for review. Placement of the generator seemed abnormal as it was not located just below the clavicle. Confirmation of the migration event could not be confirmed as no previous x-rays were available for comparison. Generator revision surgery is likely.